Event description:
A surgeon reported his patient had bilateral intraocular lenses (iol) implanted where he received a different model iol in each eye. The patient complained of blurry vision at distance and near following implantation in his left eye (os). The patient's left iol was explanted and replaced with a different model iol. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. The product was damaged and this damage was not mentioned by the customer. The optic was torn/split/cracked (possibly cut) into two pieces. No other damage was observed. A lens bench evaluation was not possible due to the optic damage on the returned iol. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed, and all documents indicate the product met release criteria. There are no other complaint reports in this lot. The manufacturer's. This report was mailed to the FDA on: 09/19/2007. Additional information was requested on 08/20/2007, 08/23/2007, 08/27/2007 and 08/28/2007 by phone and on 08/24/2007 by mail and fax.